Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 02/27/2023, it was reported by a sales representative via phone that a ar-2324bcc suture anchors inserter seems to be broken. This occurred during a rcr on (B)(6) 2023 when attempting to seat the implant the paddle would slide down, but the implant would not seat this was the first anchor and it was removed. The case continued using another ar-2324bcc which worked accordingly. A 475 punch was used to prepare the bone socket for insertion, and the patient had normal bone quality.